Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth due to "pain, slow leak on one side, headaches, casualization, and other health issues." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient called to report an unknown side implant exchange from textured to smooth due to "pain, slow leak on one side, headaches, casualization, and other health issues." Device has been explanted.